Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (expiration date), h4. Corrected: d4 (lot, primary UDI). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent primary surgery with the product in question. The surgery was completed successfully without any surgical delay. On (B)(6) 2026, the patient was found to have a confirmed infection. On (B)(6) 2026, the hospital elected to replace the liner and femoral head, while the stem and cup remained in situ due to the absence of looseness. The replacement procedure was completed without surgical delay or complications. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary no device associated with this report was received for examination. According to the information received, ¿it was reported that on an unknown date, the patient underwent primary surgery with the product in question. The surgery was completed successfully without any surgical delay. On (B)(6) 2026, the hospital found that the patient implanted with duraloc has a possible infection. On (B)(6) 2026, the hospital decided to change the liner and head. On (B)(6), there was no looseness in the stem and cup, but the liner and head were replaced considering the infection status. And the replacement was completed smoothly. No further information is available.¿. Product description: - enduron 10d 48od x 28id product code: - 124148000 lot no: - 2192291 quantity of manufactured: - (B)(4) date of manufacturing: - 07/08/2006 expiry date: - 07/07/2011 IFU reference: - 78404002. A manufacturing record evaluation was performed for the finished device product description: enduron 10d 48od x 28id, product code: 124148000, lot number: 2192291, and two non-conformances were identified, however not related to the reported failure mode of the complaint. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot 1) quantity manufactured: (B)(4) 2) date of manufacture: 07/08/2006 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 07/07/2011 5) IFU reference: 78404002. Device history review a manufacturing record evaluation was performed for the finished device product description: enduron 10d 48od x 28id, product code: 124148000, lot number: 2192291, and two non-conformances were identified, however not related to the reported failure mode of the complaint.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.